Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency and the product was not returned. The reported patient effect of dissection, as listed in the xience prime everolimus eluting coronary stent systems instructions for use, is a known adverse event associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product deficiency with respect to manufacture, design or labeling.

Event description:
It was reported that the target lesion was located in the left anterior descending artery (lad). Two xience prime stents were implanted. However, during implantation of the second xience prime stent (2.5 x 15 mm), a dissection occurred. A third xience prime stent was implanted to cover the dissection. No adverse patient sequela was reported. There was no clinically significant delay in the procedure. No additional information was provided.